Event description:
This event was inadvertently previous captured in mfg report 1644487-2018-00354, supplemental report version 3, as a supplemental to a report of pain. Diagnostics performed with the generator, implanted (B)(6) 2018, were received, indicating low output current status and high impedance. Programming history was reviewed for the implanted device and diagnostics were found indicating high impedance shortly after the device was implanted. No additional relevant information has been received to date.